Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to low blood glucose levels. The customer's blood glucose was 20 mg/dl. The customer was treated with glucose tablets. Troubleshooting was done. The customer expressed unconsciousness as a symptoms of his blood glucose levels. The customer believed that his low blood glucose levels were the result of bolusing too much insulin in order to correct high blood glucose levels of 434 mg/dl. Assisted customer in performing the displacement test, which the insulin pump successfully passed. Advised customer to speak with their healthcare provider and monitor his insulin pump. Advised to call back if the issues persisted. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.